Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair, the sorbafix enhanced fixation device was used to fixate the mesh. It was reported that the fasteners pulled the mesh and twisted it out of place. The fasteners did not penetrate the mesh when fixating not going deep enough into the tissue to secure the mesh.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device fastener failed to fixate the mesh. The subject device is not returned for evaluation. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery and states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.